Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that after being sterilized it was noticed that a ball bearing was missing from the shim.

Manufacturer narrative:
Visual inspection of the shim confirmed that the ball bearing and spring of the detached ball bearing is missing. Slight evidence of deformation of the swage in the distal/proximal direction was present in all the shims. Dimensions found the part to be conforming to print specifications where measured. This device is used for treatment. Corrective and preventative action has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tibial articular surface provisional shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. The root cause has been determined to be a previously addressed design issue.